Event description:
The customer reported that the 840 ventilator had a blank screen. Patient involvement is unk.

Manufacturer narrative:
Multiple attempts were made to try to retrieve further info but there is no answer from the customer. A follow up report will be submitted when new info becomes available.